Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed. Device and tech evaluation shows one of the spikes has been fractured off. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The root cause is due to the tool height being set incorrectly and device manufactured with deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the spike on the spike arm broke during its insertion in the tibial plateau.